Event description:
It was reported that the IV pole clamping and knob broke off. Patient involvement is unknown.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI section are nknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received. Per visual inspection, the front cover was scuffed up and had multiple scratches, microswitch was bent, printed circuit board (pcb) missing light emitting diodes (led)s, pole clamp handle was broken in half, quick connect corroded, enclosure had a crack under the quick connect, water tank contaminated with rust. Visual inspection discovered the handle on the pole clamp to be broken. The complaint was confirmed, and no further device analysis was performed. The root cause was impact damage from user interface. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.